Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
An event regarding intraop fracture involving a citation stem was reported. The event was confirmed. Method & results: device evaluation could not be performed as no items were returned. A review of the records by a clinical consultant concluded: during surgery a periprosthetic fracture occurred around a citation tmzf stem that was intended for implantation. The fracture was immediately recognized and the fracture stabilized with dall-miles (dm) cables and the citation stem intra-operatively exchanged for a rm stem with mdm liner in a trident cup. X-rays confirm an adequate fracture repair and stable position of components, unchanged over time. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion: during surgery a periprosthetic fracture occurred around a citation tmzf stem that was intended for implantation. A review of the event by a clinical consultant concluded that the event was a procedure related failure mode. No further investigation is possible at this time. If further clinical information and/or device become available, this investigation will be re-opened.

Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
A review of the medical records by a clinical consultant concluded that during the patient's primary surgery, a periprosthetic fracture occurred around a citation tmzf stem that was intended for implantation. The fracture was immediately recognized and the fracture stabilized with dall-miles (dm) cables and the citation stem was intra-operatively exchanged for a rm stem with mdm liner in a trident cup. X-rays confirm an adequate fracture repair and stable position of components, unchanged over time. A review of the event by a clinical consultant concluded that the event was a procedure related failure mode. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.